Event description:
According to the information received, the end user states that the catheter is a ch14 but the box is labeled as ch12.

Manufacturer narrative:
The product was not available to be returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow up report will be filed.